Event description:
It was reported that during an a-fib procedure the customer encountered an error eprom while using the catheter. Replacing the catheter resolved the issue and the case was completed with no injury. The reported complaint was not indicative of a reportable event. During visual inspection of the returned complaint catheter on (B)(6) 2012, it was noted that the electrode ring #10 was damaged on the proximal side. This condition was not reported by the customer. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2012, as the alert date for this report. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician managed to remove the catheter safely from the patient. The type and size of the sheath used in conjunction with the catheter was non bwi sheath (8fr; st jude sr0). The physician did not encounter any difficulty while using this catheter and/or might have caused this catheter condition. This catheter condition was not noted prior to sending the catheter back to bwi. No patient consequence

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an a-fib procedure, the customer encountered an error eprom while using the catheter. Replacing the catheter resolved the issue. The reported complaint was not indicative of a reportable event. During visual inspection of the returned complaint catheter, it was noted that the electrode ring #10 was damaged on the proximal side. This condition was not reported by the customer. The electrode ring damage is indicative of a reportable event. It was unknown how the ring was damaged. Further investigation regarding the ring damage found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to investigate this issue. A dimensional test was performed on the rings in order to determine if the pu margins where within specifications. The catheter rings were found within specifications. As this catheter was returned for error eprom while using the catheter, the catheter was tested for eeprom and calibration functionality and it failed. Further examination revealed that the eeprom data was corrupted and the cause of this is unknown. The reported eeprom failure was confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.